Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required the replacement of the main battery, per servicing procedure. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the need to replace the main battery per service procedure was confirmed by service. This complaint is an ancillary service event. The main battery was replaced per operational procedure. If any additional information is received, a follow-up will be sent.